Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the pdu fan tray of main cabinet was defective. The supplier's part analysis conclusively determined the cause of pdu fan tray and dcps was due to defective parts fan tray interconnection board [pcba], power supplies ac/dc 150w (25.2v ± 1%) 6.25a and [psu2 and psu3]. To resolve the issue, the fse replaced the pdu fan tray and dcps and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.